Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 180 mg/dl. Customer had low battery alert, replaced battery but insulin pump would not turn back on. Customer was currently in hospital but was not using the insulin pump at time he had high blood glucose. Insulin pump had blank display and did not working. Customer report hospitalization, did not indicate if high or low blood glucose. The insulin pump will not be returned for analysis.